Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged over delivery of insulin because they were not giving bolus before going to bed and their blood glucose level was in between 175 mg/dl to 200 mg/dl. Customer stated that the blood glucose level was dropped from 217 mg/dl to 73 mg/dl and current blood glucose level was 173 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.